Event description:
Reference number (B)(4). Event occurred in the united states. On 04-june-2024, it was reported that the patient encountered infusion set cannula was kinked within 3 or more hours after insertion. The site of insertion was stomach. Patient blood glucose level was fond to be 625mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.